Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited loss of capture. Externalized conductors were confirmed under x-ray. The physician suspected the externalized conductors were causing the elevation in threshold. The lead was capped and replaced on (B)(6) 2018. There were no adverse consequences to the patient during and post procedure.